Event description:
It was reported that less than twenty-fours after atrial lead implant, the lead dislodged. During the atrial lead revision procedure, the implantable pulse generator (ipg) setsecrew came out and could not be re-inserted. The ipg was removed and replaced with a different device. The atrial lead was re-positioned, connected to new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw and a missing set screw. If information is provided in the future, a supplemental report will be issued.